Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Procedure: transforaminal lumbar interbody fusion (tlif) and pedicle screw fixation levels involved: l3-s1 it was reported that intra-op, the driver broke. No patient complications were reported.

Manufacturer narrative:
Additional information required: due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. Product analysis result: visual the tip of the inner shaft and the threads of the outer shaft show visible signs of wear. The plastic cap on the back side of the outer shaft has also broken. Pressure can be translated from the inner shaft to the plastic cap via the shoulder on the inner shaft as the driver is tightened to the screw. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.